Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The high blood glucose level was 400 mg/dl. The customer reported that there was battery out limit alarm. The customer troubleshooting was performed for battery out limit. The customer does not want to troubleshoot, already good with his correction bolus. The insulin pump will not be returned for analysis.